Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant attempt, there was difficulty in inserting the insertion tool through the incision, as the tool would not advance through the subcutaneous tissue, and became bent during the attempt. The implant was abandoned, with the patient to be reevaluated for future implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.